Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed, and it was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The components adjacent to the broken wire do not show damage. Isi followed up with the initial reporter and obtained the following additional information: the conductor wire was fully broken. It was seen before plugging the instrument on the robot.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy cable of the fenestrated bipolar forceps instrument was cut at one jaw. The instrument had no bipolar function. The procedure was completed with no patient injury or harm.